Event description:
This procedure was performed in the left internal carotid artery: after numerous tries due to extreme tortuous anatomy the physician was able to access the left internal carotid with a .018 wire and place filter distal past the lesion. Physician did not predilate and tried to advance, but it would not cross the lesion. Physician then went back in with balloon and dilated the lesion and again could not cross the lesion. A second filter was opened. The physician then removed the filter and gained access with the wire. Physician placed second spiderfx past lesion and advance the stent. After multiple tries, he was able to cross the lesion and deploy the stent successfully. He then proceeded to post dilate successfully. After removing balloon, spider fx moved and tangled with the stent at the distal end. Physician tried numerous times to remove with capturing device and did not work. He then proceeded to use a catheter and was able to capture the spiderfx. After spider fx removal, patient stroked multiple times. Physician claims that the reason for the stroke was a perforation. Physician then went back with a .035 wire and placed another stent and post dilated again. At this time, the patient had multiple strokes and was not responsive. Patient went into a coma, not responsive to sound or tactile. As of 2007, the patient is out of the coma and has no movement on the right side of the body.